Event description:
There was an allegation of a questionable sodium electrode result for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 134 mmol/l. The repeated result was 140 mmol/l. The sample was repeated on another module, and the result was 142 mmol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The calibration was acceptable. The field service representative found the cause was a chipped dilution vessel. He replaced the dilution vessel and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.